Event description:
It was reported that a revision was processed on a triathlon right knee. Patient was experiencing pain.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5530-9-409 lot # mktkt9 description: triathlon cr x3 tibial insert; cat # 5510-f-502 lot # s468t description: triathlon cr fem comp #5 r-cem. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to manufacturer.

Manufacturer narrative:
Review of the device history records indicates all devices accepted into final stock met specifications.the exact root cause of the event could not be determined as the devices were not made available for evaluation and insufficient information was received.

Event description:
It was reported that a revision was processed on a triathlon right knee. Patient was experiencing pain.